Event description:
Additional information received indicated a lead fracture was visually confirmed during the lead revision procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a follow up in clinic, high pacing impedance and loss of capture were noted on the right ventricular (rv) lead. The physician was able to visually confirm lead damage. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.